Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that the "device was out of whack" statement was describing symptom control. This was not caused by normal battery depletion. The most likely cause was the result of a program change. A program change with increased pulse width resolved the patient's discomfort. The hcp also reported that the most likely cause of the patient not being able to adjust their stimulation down was the result of user confusion. A program change was done and the issue has been resolved. The fall's effect on the implant was not determined.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was on vacation and before they left for vacation about two weeks ago they had an x-ray done on their shoulder. Since then, their implanted system was "out of whack;" their symptoms returned and they were feeling discomfort "down there" and that it was "driving" them "nuts." Patient stated they wanted to turn the therapy off. Patient services reviewed x-ray compatibility considerations and walked the patient through connecting to their settings using their programmer. The patient received "poor communication" a few times with the antenna but upon removing the antenna the patient was able to connect to see their settings. The therapy was off and showed the stimulation was at 0.0 v on program 2. The patient stated they have been messing around with the programmer previously trying to check their settings and that they had switched to a new program but decided to call patient services. Patient services reviewed with the patient that the patient had turned the therapy off already. Patient services walked the patient through powering the therapy on and patient increased to .04 v and the patient confirmed that they could feel the stimulation comfortably in their bike seat region. Patient services walked the patient through powering the programmer off however then the patient stated they were having discomfort in their groin and they wanted to turn the stimulation down. Patient services walked the patient through connecting again to their settings. Patient again reiterated that the therapy seemed "out of whack" since their x-ray. Patient services again reviewed with the patient that an x-ray would be unlikely to have an impact on the implanted system. Patient stated it just felt "funny down there" where the implant site was. Patient services asked the patient if they'd had any falls or traumas and the patient then confirmed that they had fallen two weeks ago and that the reason for the x-ray of their shoulder had been because they had fallen. Patient services attempted to have the patient turn the stimulation down however the stimulation was not going down and it stayed at .04 v. Patient services had the patient turn the therapy off and the patient was able to successfully turn the stimulation off and the programmer showed stimulation was at 0.0 v and the therapy was off. Patient services had the patient power the therapy back on to go to .01 v and the patient hit the + button on the programm ER but the stimulation then increased to 0.2 v and patient stated they were having an irritable sensation in their groin. Patient services attempted to have the patient decrease the stimulation but they said the stimulation wasn't going down and then stated they received the 'lower limit reached' screen and wasn't able to dismiss it. Patient services had the patient power off the programmer and take the batteries out and put them back in and the patient was able to connect to their settings and confirm the therapy was off again. Patient services reviewed with the patient that given the unresponsiveness of some of the buttons on the programmer and the state of the patient having fallen and having discomfort at the implant site, the patient should leave the therapy off until they follow up with their managing health care provider (hcp) to check the implanted system. Patient stated they wanted to leave the therapy off for now and follow up with their doctor to check the implanted system. If all was determined to be well with the implant and the patient had a lot of ins battery life left (patient confirmed they saw no low battery icon at the time of the call) the patient could call back to request a replacement patient programmer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.